Event description:
The complaint received states that this (B)(4) study (patient ID (B)(6)) patient had stent migration (enterprise vrd and delivery enc4511412/lot unk) approximately one year post index procedure one year after the index procedure, during the one year follow-up visit performed on the angiography exam showed a stent migration, without clinical consequence. No re-treatment was performed or planned, and the mrs remained at 0. The one year angio control showed the same residual aneurysm than in post procedure evaluation. It was reported that angiograms performed did not provide information as to the cause of the reported events. However, aneurysm was located in a bifurcation, and the vessel proximal size was wide and the vessel distal size was narrow. The distal part of the stent was position just along the distal vessel, and just a little part of the stent was deployed in the distal vessel. It was reported that the major part of the stent was deployed in the proximal vessel which was wide, and it was reported that could explain the stent migration. The aneurysm is re-canalized; however, no re-intervention is planned, because this is a small aneurysm. It was determined that clinical and angiographic follow-up will be done yearly. The patient has no clinical symptom with a mrs equal to 0.. Patient was admitted with a non-ruptured saccular aneurysm of the left supraclinoid artery (sac height 5mm, sac width 3.0 and neck 3.0mm). The patient had no history of previous sah from another aneurysm. At baseline, the mrs was 0. During the index procedure a 14mm enterprise stent was implanted at the desired site (lot# unknown). No coils was placed. No balloon was used. The procedure was completed due to achievement of treatment. The final angiographic result indicated that there was a residual aneurysm.

Manufacturer narrative:
At discharge the mrs was 0. Asa was administered in pre-, per- and post-procedure, aspirin in per- and post-procedure, and heparin in per-procedure. One month clinical follow-up visit was performed. The mrs was 0 and no adverse event was declared since the procedure date. Where was the location of the aneurysm: the target site was a non-ruptured saccular aneurysm of the left supraclinoid artery. The distal part of the stent was position just along the distal vessel (left anterior cerebral artery), and just a little part of the stent was deployed in the distal vessel. It was reported that the major part of the stent was deployed in the proximal vessel (left internal carotid artery). The vessel diameters are unknown. The stent placed with at least 5mm beyond the proximal and distal aneurysm, this was confirmed during the final control of the index procedure. The target sac height 5mm, sac width 3.0 and neck 3.0mm. It is unknown if the stent fully expanded and/or had adequate wall apposition. The stent was placed in an area of significant curvature. The stent moved distally. After the stent movement, the aneurysm neck still covered, but less than 5mm beyond the distal aneurysm neck. No further intervention was required. The stent migration was noted during a follow up control visit. The event of migration was noted approximately one year post index procedure. During the index procedure, no coils were placed and no balloon was used. The complaint received states that this esat study (patient ID 02-05) patient had stent migration (enterprise vrd and delivery enc4511412/lot unk) approximately one year post index procedure one year after the index procedure, during the one year follow-up visit performed on the angiography exam showed a stent migration, without clinical consequence. No re-treatment was performed or planned, and the mrs remained at 0. The one year angio control showed the same residual aneurysm than in post procedure evaluation. It was reported that angiograms performed did not provide information as to the cause of the reported events. However, aneurysm was located in a bifurcation, and the vessel proximal size was wide and the vessel distal size was narrow. The distal part of the stent was position just along the distal vessel, and just a little part of the stent was deployed in the distal vessel. It was reported that the major part of the stent was deployed in the proximal vessel which was wide, and it was reported that could explain the stent migration. The aneurysm is re-canalized; however, no re-intervention is planned, because this is a small aneurysm. It was determined that clinical and angiographic follow-up will be done yearly. The patient has no clinical symptom with a mrs equal to 0.. Patient was admitted with a non-ruptured saccular aneurysm of the left supraclinoid artery (sac height 5mm, sac width 3.0 and neck 3.0mm). The patient had no history of previous sah from another aneurysm. At baseline, the mrs was 0. During the index procedure a 14mm enterprise stent was implanted at the desired site (lot# unknown). No coils was placed. No balloon was used. The procedure was completed due to achievement of treatment. The final angiographic result indicated that there was a residual aneurysm. At discharge the mrs was 0. Asa was administered in pre-, per- and post-procedure, aspirin in per- and post-procedure, and heparin in per-procedure. One month clinical follow-up visit was performed. The mrs was 0 and no adverse event was declared since the procedure date. The target site was a non-ruptured saccular aneurysm of the left supraclinoid artery. The distal part of the stent was position just along the distal vessel (left anterior cerebral artery), and just a little part of the stent was deployed in the distal vessel. It was reported that the major part of the stent was deployed in the proximal vessel (left internal carotid artery). The vessel diameters are unknown. The stent placed with at least 5mm beyond the proximal and distal aneurysm, this was confirmed during the final control of the index procedure. The target sac height 5mm, sac width 3.0 and neck 3.0mm. It is unknown if the stent fully expanded and/or had adequate wall apposition. The stent was placed in an area of significant curvature. The stent moved distally. After the stent movement, the aneurysm neck still covered, but less than 5mm beyond the distal aneurysm neck. No further intervention was required. The stent migration was noted during a follow up control visit. The event of migration was noted approximately one year post index procedure. During the index procedure, no coils were placed and no balloon was used. There was no available sterile lot information thus no DHR could be performed. Stent migration is a known potential adverse event associate with stent placement procedures and is listed in the IFU as such. It was reported that enterprise was placed across a 5mmx3mm aneurysm with a 3mm neck without placement of coils. It is listed in the precautions that the enterprise vrd is not intended for use as a stand-alone device, i.e. Without subsequent coil embolization of the aneurysm. As reported vessel characteristics, stent positioning with narrow distal vessel diameter and wide proximal vessel diameter may have contributed to the migration. The IFU warns that a large differential in diameter between the proximal and distal segments of the parent vessel may increase the risk of stent migration.